Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, minor scratches on display window and missing end cap sticker noted during visual inspection. No button response due to flattened dome switch on act button.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.